Event description:
It was reported that during a colonoscopy procedure, the stent jammed and there was a perforation of the colon. Pt went to surgery for removal of the stent. Pt status is listed as "okay".